Event description:
A customer reported that the pump's battery was depleting too quickly, which resulted in a pump shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.